Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece was intermittently having no phaco power after successfully prime/tuning. The staff re-prime/tune and are able to initiate and complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The company service representative found the handpiece to function as intended. The system was then tested and met all product specifications. The phaco handpiece was manufactured on may 19, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).